Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited abnormal parameters. The lead was not used and another was implanted. The patient was discharged.